Event description:
It was reported that pt underwent hip procedure on (B)(6) 2010. Revision surgery was performed on (B)(6) 2010 due to unstable implants and pt haematoma. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).